Event description:
On (B)(6), 2010, global healthcare (ghc) received a letter dated (B)(6), 2010 from (B)(6), an attorney for (B)(6) in (B)(6) advising that on (B)(6), 2010, a (B)(6) female pt admitted to the emergency room "suffered a severe contact allergic reaction" through contact with a fitted sheet supplied by ghc. The symptoms were described as "burns to the right cheek." Ghc launched an investigation of the incident; however, despite repeated requests to the attorney for the complainant hospital, ghc has been provided with little further info. On (B)(6), 2010, our distributor in (B)(4) was able to provide us with lot numbers for the products and sample sheets from the lots. This info is being used to investigate the incident with the contract MFR of the product. To date, ghc has received no further info regarding the pt, her identification or any records relating to the diagnosis, treatment or condition of the pt to help ascertain whether the condition may have been caused by the fitted sheet. The investigation remains ongoing at this time.